Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged set screw. (B)(4).

Event description:
It was reported that during the implant procedure, the setscrews of the device could not be tightened after the atrial and ventricular leads were implanted. The physician tried several times, to no avail. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.